Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device shut off unexpectedly. In this state the device may not be able to deliver defibrillation therapy. There was no patient involvement reported with the event.